Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed.

Manufacturer narrative:
H3 other text : device not returned.